Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had unexplained low blood glucose reading of 35 mg/dl and lost consciousness while on insulin pump therapy. Reportedly, the patient attributes her hypoglycemia to the increased stress levels. At the time of concern, the patient was able administered self treatment with carbohydrate. At the time of the call to animas, the patient was currently on insulin pump therapy. The patient was advised to discuss medication and setting adjustments with the hcp. During troubleshooting, there was no evidence of any product malfunction. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. There was no product misuse. This complaint is being reported because the patient had low blood glucose and lost consciousness while on insulin pump therapy. Animas could not rule out possible use error and intentional misuse. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the black box data begins on (B)(6) 2014; the pump was used after the complaint date and all histories and data from the time of the event have been overwritten. A review of the current pump history showed no errors, alarms, or warning related to the complaint. A review of the total daily dose history indicated insulin delivery totals correctly reflected programmed value. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 24 hours with no alarms occurring. The pump successfully passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.